Event description:
Hlth care professional (hcp) reported a cracked arterial header on a 23rd use dialyzer found during pt use. Per hlth care professional, minimal blood loss reported and no medical intervention required.